Manufacturer narrative:
Additional narrative: patient ID: (B)(6). Patient weight is unknown. (B)(4). Due to intra-operative breakage, the device was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during insertion of spreader head screws, the spread head broke off in the middle length of the screw on three screws. It was noted that no increased effort had been applied. The broken screw shafts had to be removed with forceps and the luer. The surgery was prolonged by thirty to forty-five (30-45) minutes. No patient harm was reported. The procedure was successfully completed. Reported concomitant devices: forceps (part / lot: unknown, quantity: 1); luer (part / lot: unknown, quantity: 1). This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Our investigation has shown that the returned four cervical spine expansion head screw, first screw head the four expansion parts completely broken off, second screw head three expansion parts broken off and the third / fourth screw head there both the expansion parts are marks and expanded. Without knowing the lot number of these four cervical spine expansion head the review of device history record, manufacturing and inspection records is not possible. Since we are not aware of exactly circumstances during the surgery we suppose that a mechanical overloading situation must have led to the breakage / occurrence. The measurable dimensions of the complained screw heads could not be checked for the specification as there were broken and widened during insertion / removal with forceps. DHR could not been conducted due the missing lot. Chu evaluation, visual check- broken/widened expansion head screws we suppose that exceeding applied mechanical force during insertion causes the breakage / deformation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.